Event description:
This MDR is related to MDR 3013840437-2022-00151, referring to the same patient. This spontaneous report was received from a us nurse and concerns a female patient. She was injected with radiesse, into the cheeks (off label use of device), reported as 7 days prior to the report, in 2022. The patient was injected in another office. There was no information on whether it was radiesse or radiesse(+). In 2022, after the radiesse injection, the patient experienced vessel occlusion. She developed an area of necrosis on her cheek and an area of concern on the roof of her mouth. A surgeon was about to see the patient in the office. The outcome of the events was unknown. Follow-up information was received on 21-nov-2022: the suspect product was recoded from radiesse to radiesse(+). The event nerve damage was added. The patients initials were provided. She was injected with radiesse(+), into the mid anterior cheek on both cheeks, on (B)(6) 2022. In (B)(6) 2022, the provider suspected that radiesse was injected into infraorbital foramen and then caused nerve damage and vein issues. The patient had tissue necrosis. She was referred to the plastic surgery department (reported as dept) in the emergency department (reported as ed). The outcome of the event nerve damage was unknown. The outcome of the remaining events was left unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event necrosis (pt: injection site necrosis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.